Event description:
The angioguard emboli capture guide wire system failed sterilization testing for sfda type testing for product re-registration according to (B)(4) standard.

Manufacturer narrative:
Additional information was received regarding the sterilization of the angioguard from (B)(6) and is attached. In addition, further testing by the (B)(6) was provided with another lot number and it passed the sterility testing.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. As it was reported from product testing facility located in (B)(4) the angioguard emboli capture guide wire system failed sterilization testing for sfda type testing for product re-registration according to (B)(4) standard. This testing is required for product registration and re-registration in (B)(4). Cordis engineers are aware of the issue and testing is ongoing.